Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was found to have reached the elective replacement indicator (eri). The patient was awaiting explant. The patient was stable.